Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial, that the index procedure performed in 2008, was to treat the target lesions in the proximal rca and the mid lad. Direct stenting was performed on both vessels with the deployment of one xience v stent in each lesion. No procedural complications were reported. In 2009, the patient was rehospitalized for continuing anginal symptoms, intrascapular discomfort, despite anti-anginal medical therapy. The stress test was submaximal. The patient underwent revascularization for restenosis of the xience v stent implanted in the proximal rca, and the symptoms were resolved. The patient was discharged two days later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation-angina and restenosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting, and are necessarily an indication of a product quality deficiency. The xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.